Manufacturer narrative:
Correction information was provided in h.6. Correction: FDA health impact code f1905 was added. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, haptic was broken. Additional information was received and stated, in the surgeon opinion it could have been pressure from the plunger. The lens was removed from the patient eye and a backup lens of same model and diopter was implanted and completed the procedure on the same day. There was no patient harm.